Manufacturer narrative:
Updated data: b5 additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that during the initial valve screening, the misload was not observed. Upon rechecking the fluor oscopic load post procedure that a frame node overlap from the 4.5-5 node was observed. Of note, the valve loader was experienced. The valve infold was observed during the initial deployment once deployment began and could clearly be seen at 80% deployment. The valve was recaptured once for removal. A procedural delay resulted from the valve infold.

Manufacturer narrative:
Updated h.6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Image review: the patient¿s executive summary was available and enabled assessment of relevant anatomy. Review indicated a moderately calcified aortic valve with an annular perimeter of 94.6 millimeter (mm) and an average diameter of 30.1mm, falling outside of the medtronic evolut sizing matrix. One fluoroscopic media file of the fluoroscopic valve load inspection was provided for review of the event. The valve load inspection revealed a misload identified by crown overlap reaching node 4. Overlap prior to node 4 is considered a good load; overlap at node 4 and beyond is considered a misload. As stated in the instructions for use (IFU), if a misload is detected, do not attempt to reload the bioprosthesis. Do not use entire system. The valve, catheter, loading system, loading tray, and saline must all be replaced with new sterile components. It was reported that the misload was not detected during the valve inspection and was attempted to be implanted which resulted in an infold during the first implantation attempt. Images of the infold were not available for review. The infold is characterized by an inward fold or crease in the valve, extending from the inflow. Infolding could occur due to a misloaded valve, anatomical characteristics such as calcium, and recaptures. If an infold is identified, the valve should be recaptured, removed from the body, and discarded. New sterile components must be used. Reportedly, the infolded valve was withdrawn, and a new valve was implanted. Updated data: h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID d-evolutfx-34 (lot: 0013025878); product type: 0195-heart valves; implant date ; explant date 2026-(B)(6) select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter heart valve procedure involving the evolut fx 34 valve and delivery system, the valve system was misloaded but was not identified on fluoroscopy. The valve subsequently infolded to approximately 80% during deployment. The valve was recaptured and removed, and a new valve was loaded onto a new delivery system and used to continue the case with no further issues.